Manufacturer narrative:
The lead was returned. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of dried blood/body fluid in the lumen, drug collar separation from the anode electrode and deformation of the conductor coils. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis could not confirm the clinical observations. Electrically, the lead operated within specifications.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) and was observed to be dislodged. A revision procedure was performed. An attempt to reposition the lead was unsuccessful. The lead was explanted and a new lv lead was successfully implanted without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.